Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device had hose damage. The device was not used in surgery. It is unknown if patient or user injury occurred. It is unknown if medical intervention occurred. There was no additional information provided.